Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power unit receptacle on the charger. The power unit receptacle was loose in the charger enclosure and damaged causing the charger to reset. The root cause for the loose power unit receptacle was physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was unable to charge a battery pack.